Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, a neurology nurse reported that the "patient was evaluated for peristomal erythema and pain on palpation and mild enduration." A stoma culture was performed. The doctor prescribed augmentine 875 mg every 12 hours. "Probes are permeable and with good mobility." No further information on the case is available.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.